Event description:
It was reported that patient had a suspected infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein ipg pocket was cleaned out, cultures were taken and patient was administered oral antibiotics to address the issue. It was determined from the culture that patient did not have an infection.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient had a suspected infection at the ipg site was reported to abbott. Surgical intervention was undertaken wherein ipg pocket was cleaned out, cultures were taken and patient was administered oral antibiotics to address the issue. It was determined from the culture that patient did not have an infection. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.